Event description:
It was reported that during a pelvic acetabular osteotomy navigation procedure, a navlock clamp attached to the osteotome was impacted with a hammer and a washer on the navlock broke into three pieces. The surgeon was able to remove the fragments ensuring no remaining fragments were left in the patient. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a pelvic acetabular osteotomy navigation procedure, a navlock clamp attached to the osteotome was impacted with a hammer and a washer on the navlock broke into three pieces. The surgeon was able to remove the fragments ensuring no remaining fragments were left in the patient. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.